Event description:
Information received indicates the technician found the bed had a high ground resistance reading.

Manufacturer narrative:
The technician found the power cord plug was cracked. He replaced the power cord plug to repair the bed.